Event description:
In 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, the pt underwent interventional treatment due to a persistent large type ii endoleak and aneurysm growth. The devices were explanted and a dacron graft was used for repair. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Note: add'l devices explanted and related to this event: pxc201000 and pxc201200.